Event description:
On (B)(6) 2009, the patient reported that he changed his insulin cartridge and now has an air bubble. He was instructed to disconnect from the infusion site and he was able to prime the air from the system. He stated that he does allow insulin to reach room temperature prior to use. He stated that he does not properly adjust the piston rod of the infusion device prior to inserting the insulin cartridge and he was educated on the correct procedure. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.